Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient has been experiencing intermittent stimulation for months, and now cannot increase stimulation. "Cannot provide desired intensity" was seen. Patient was seen on tuesday august the 13th. Impedance check revealed contacts 0,1, and 2 all had readings over 40 ,000. The rep was able to reprogram the stimulator using other contacts and achieved satisfactory stimulation coverage. After the reprogramming the rep confirmed that the patient was able to use her remote to adjust stimulation intensity. The manufacturer representative (rep) indicated they would send any further information as they become aware.